Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. The customer was instructed to load a new cartridge to resolve the issue. The customers blood glucose (bg) was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a manual injection to address bg level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.